Event description:
The customer states that a patient sample generated a falsely low wbc result of 0.020 x 10e9/l. A repeat test yielded a wbc value in the normal range of 4.48 x 10e9/l. There were no adverse outcomes reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.